Event description:
It was reported in 2007, that the implanted device could not be interrogated using the pt programmer; the pt's wife had confirmed that only the 9v battery light would illuminate. There were no symptoms reported and the rep redirected the pt to follow up with the physician. It was reported in jan 2008, that the pt had visited the hcp regarding the event (follow-up dates were not provided). The device had not been reprogrammed and problems with the implanted system were ongoing. Results of a brain CT scan in 2007, shows tissue atrophy and a lead is noted in the left ventricle. The rep had interrogated the system (date of exam was not reported), and found the pulse generator battery depleted. The pt had experienced symptoms of increased tremor and muscle stiffness in the right leg and the pulse generator was replaced for battery failure. The pt had recovered without sequela.

Manufacturer narrative:
.